Event description:
Pencan spinal needle tray opened for pain procedure. No lot # or expiration on packaging. Physician refused to use. The next kit in the drawer had lot#61483915 and exp date 09/2017 on the packaging.